Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 41 mg/dl. The cause of bg was unknown. Customer addressed bg with apple sauce. Recommendation was made by tandem technical support to consult healthcare provider.